Event description:
Customer reported issues with the insulin pump. Customer states that there is a crack on the screen of the insulin pump. The blood glucose reading is 110 mg/dl. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Unit received with cracked case at display window corners, display widow, reservoir tube, and reservoir tube window and battery tube threads.